Event description:
The customer received a questionable low result for troponin t (tnt) on the elecsys 2010 analyzer for one patient sample. The initial result run from an aliquot of the original sample tube gave a tnt result of 0.106 ug/l. The laboratory's protocol requires tnt results from patients with previous tnt results to match, or, if no previous tnt history, testing must be repeated. The sample was repeated yielding a tnt result of < 0.010 ug/l. The user repeated the original sample tube which yielded a tnt result of < 0.010 ug/l. Both repeat tnt results were accompanied by data flags. The repeat tnt result of < 0.010 ug/l was reported outside the laboratory. No adverse event has been alleged regarding this discrepancy. The tnt reagent lot number was 15721901. On (B)(4) 2010 the field service engineer performed maintenance repairs and alignments. He replaced tubing and ran performance tests which were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA. The event occurred in (B)(4).

Manufacturer narrative:
Investigation of the data provided indicated possible causes for the high tnt result was borderline low clotting time, suboptimal reagent hub grounding, and defective pinch tubing. The customer uses a 25 to 30 minute clotting time which is borderline low with respect to the tube manufacturer's specification. On the service visit, the field service representative found resistance of the reagent hub to ground fluctuating and high, as well as defective pinch tubing. The instrument was repaired.

Event description:
The facility reported a colleague infusion pump with failure code 814:05. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.